Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had 2 power error detected alarms. They were changing the battery every 5 to 6 hours. The issue started in the middle of the night. They had changed the battery which resolved the issue but then the alarm began recurring. The customer¿s blood glucose level when the alarms started going off was 280 mg/dl. They declined troubleshooting for their blood glucose. They had previously called to report a power error detected alarm. The alarm did not recur within a week of troubleshooting the previous occurrence. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.